Event description:
It was reported that pen ii omnitrope pen 10 was giving inaccurate dosing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: inaccurate dosing ¿the patient informs that medication is lasting longer than expected, before lasted 10 days and now is lasting 14 days.¿

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is sandoz. This site is an OEM manufacturing site. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 was giving inaccurate dosing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: inaccurate dosing ¿the patient informs that medication is lasting longer than expected, before lasted 10 days and now is lasting 14 days.¿